Manufacturer narrative:
Delay was more than 60 minutes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for pain due to broken rod. It was reported that revision was done due to rod breakage between left s1 / s2 and right l5 / s. When it was attempted to remove the prolock that was originally inserted, one of the four rod set screws of the two prolock stripped and could not be removed. The crosslink was destroyed with a metal cutter and removed. During reoperation, when removing the set screw of the implanted prolock crosslink, set screw stripped. Originally, crosslink was placed at l4 / 5 and l2 / 3. To remove the crosslink placed at l4 / 5, an egg handle was attached to the removal driver, the set screw on the leftside was loosened, and when attempted to loosen the set screw on the right side, it stripped. Before loosening the right set screw, the physician said that t type is better, so the event happened when changed the handle to a modular fix handle and attached it to t type. It had been tried several times, but the set screw also stripped and couldn't be removed, so the imp was destroyed with a metal cutter and removed, but it took more than 30 minutes. After that, the crosslink implanted at l2 / 3 could be carefully loosened and removed with the same driver (because there was only one driver and there was no spare, so it could not be changed). There was delay more than 60minutes in the reported event. There was patient involved in the event and no symptoms were reported. 2021-apr-26_e1 (rep): additional information was received via manufacturer representative that the allegation reported on the screw is crosslink set screw. There was no problem to the patient and no complications reported. 2021-apr-27_e2 (rep): additional information was received via manufacturer representative that it was unknown if the crosslink set s crew stripped or the driver stripped. Since the implant was destroyed by an air tome at the site and removed, there was no product collected. The driver had been returned to tac. The crosslink was destroyed and had been discarded. In addition, the rods remained in the patient's body so the product and lot numbers could not be confirmed. 2021-apr-30_e3 (rep): additional information was received via manufacturer representative that the driver has been returned to tac. Crosslink screw is been discarded. The rod remains in patient. 2021-may-06_e4 (rep): additional information was received via manufacturer representative that the reported rods are broken and used in the initial surgery.